Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. No additional information was provided at the time of the report. Although multiple requests were made, the customer did not reply to the requests for more information.